Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implant of a lead was unsuccessful because the lead exhibited unstable threshold and no capture after the delivery sheath had been cut. The lead was explanted and replaced. No patient complications have been reported as a result of this event.